Event description:
Device malfunction: dislodged stent. Time of device malfunction: during the procedure. Symptoms/ae: stent in unintended site. It was reported that during advancing the promus stent delivery system (sds), the stent dislodged off the balloon at the ostium of the rca, in healthy vessel. A small non-abbott balloon catheter was used to open up the stent and a larger non-abbott balloon catheter was used to appose the stent to the ostium of the rca. There were no reported adverse patient sequelae. No additional information was provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. The lot number was not identified; therefore, a device history record review could not be performed.